Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device lost connection to the patient during a recent event. The biomedical engineer advised that they were performing a synchronized cardioversion procedure on the patient when the reported issue occurred. The patient had been connected to the device using a therapy cable and non-physio (covidien) defibrillation electrodes. The device users advised the biomedical engineer that they were unable to restore the connection between the patient and the device. As a result, defibrillation therapy would not have been possible with the device. The biomedical engineer also advised that at the time of the event the patient was also connected to a separate ECG monitor (brand/model unknown); however, why they were connected to a separate ECG monitor (and what the capabilities of that device were) is unknown. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available.

Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer advised that he had tested the device and was unable to duplicate or verify the reported issue. Physio offered to examine the customer's device but that offer was declined. Physio advised the biomedical engineer that physio devices have not been tested for use with other manufacturers¿ defibrillation electrodes, so we cannot confirm the reliability, safety or effectiveness of non-physio defibrillation electrodes for use with physio products. It was later confirmed by the biomedical engineer that they have discontinued the practice of using non-physio defibrillation electrodes with their devices and now only use physio brand products. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined.